Manufacturer narrative:
(B)(4). The complaint sample was not made available for evaluation. Review of the device history records and sterilization records indicates the lot 10172538 met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported by an eye care professional (ecp) on (B)(6) 2014, a consumer's left eye became painful after wearing a contact lens for one week. An adverse event form was received on (B)(6) 2014 with the following information: the consumer presented with moderate redness, pain, discomfort, and watery discharge. He experienced mile anterior chamber reaction, and a 1mm peripheral ulcer was identified, in addition to a peripheral infiltrate, 0.5mm in size, with less than 50 percent corneal staining. The ecp prescribed treatment for bacterial keratitis associated with contact lens wear. Treatment regiment as follows: day 1, ciloxan hourly, day 3, flarex four times a day, day 4, ciloxan reduced to four times a day, day 11, ciloxan four times a day, flarex two times a day. The consumer was unable to wear his contacts during the treatment regiment. He resumed his contacts during the treatment regimen. He resumed lens wear for the right eye twenty-five days after the event, and resumed lens wear for the left eye thirty days after the event. Gradually increasing wear for greater than four hours per day. The incident was reported as resolved, though the corneal infiltrates are still present.